Manufacturer narrative:
The manufacturer previously reported receiving an allegation that the ventilator screen no longer displaying. The manufacturer's sales rep replaced the unit with the same model. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display was replaced to address the issue. The device's display was evaluated by the manufacturer's product investigation laboratory (pil) and able to confirm the complaint.

Event description:
The manufacturer received an allegation that the ventilator screen no longer displaying. The manufacturer's sales rep replaced the unit with the same model. There was no harm or injury reported. The device has been returned to the manufacturer and the evaluation is anticipated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.